Event description:
Healthcare professional reported "capsular contracture, baker grade 3, device migration/implant malposition, correction of asymmetry and change shape/size/style" via the national breast implant registry (nbir). This record is for left side. The device has been explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade iii.